Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetes ketoacidosis. Customer was treated with manual injection. Customer was hospitalized for further treatment and was treated using IV insulin. Customer also reported that the battery compartment and belt clip rail of the insulin pump was damaged. Customer reported blood glucose value of 1500 mg/dl. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer experienced symptoms related to vomiting and loss of consciousness at a time of hospitalization. Customer mentioned that the pump functionality was affected. Customer was not using the auto mode/smart guard feature at the time of the event. Customer was not using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7020a-snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No crack at the belt clip rails of the pump noted during visual inspection. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 02-nov-2025. In further review of the formatted history file 1 week prior surrounding the date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 17:47:00.000, (B)(6) 2025 12:36:05.000. Insert battery alarm was found on: (B)(6) 2025 18:03:52.000, (B)(6) 2025 12:02:58.000 to (B)(6) 2025 12:54:26.000, (B)(6) 2025 13:00:57.000 to (B)(6) 2025 13:53:00.000, (B)(6) 2025 13:53:00.000 to (B)(6) 2025 19:13:00.000. Power loss alarm was found on: (B)(6) 2025 19:16:22.000, (B)(6) 2025 19:16:30.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 12:35:42.000 to (B)(6) 2025 12:56:25.000, (B)(6) 2025 13:01:32.000 to (B)(6) 2025 13:42:58.000, (B)(6) 2025 19:01:06.000 to (B)(6) 2025 19:03:40.000. Pump error 23 alarm was found on: (B)(6) 2025 19:14:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 14:59:00.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert on (B)(6) 2025 17:47:00.000. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert on (B)(6) 2025 were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, low battery alert, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2025 16:30:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 16:48:00.000. Sensorerroralert (801) was found on: (B)(6) 2025 04:10:14.000, (B)(6) 2025 05:40:14.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.20 mv). The pump was received without a battery. The pump was received with a battery cap with a broken 1 heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the belt clip rails was not confirmed. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.